Manufacturer narrative:
Findings: no button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had missing end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had missing end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.